Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The isi fse replaced the iesu to resolve the error c-34. The system was tested and verified as ready for use. Isi has received the iesu involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and reproduced the customer reported complaint. The unit was placed on an in-house system and was run in normal mode. No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by isi technical support when the customer called for support. Investigation revealed multiple errors "iesu error c-34 hf voltage too low on on state" and an error 25913 pointing the iesu related to the reported complaint. An event verification confirmed the partial nephrectomy procedure was performed on the reported event date (B)(6) 2022 on system (B)(4). This complaint is reportable malfunction event due to the following: the customer converted after the start of the procedure due to iesu turning off. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, an integrated electrosurgical unit (iesu/erbe) kept turning off on its own. The customer power cycled the erbe, still the issue continued. Intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and found multiple c-34 / 25913 faults for the generator. The isi tse had the customer hard power cycle the erbe generator and within a few minutes, it turned itself off with an error ¿loading system update¿ when it came back on. The customer did not have the correct cable to hook up the force triad generator. The procedure was converted to another da vinci system with no reports of patient injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.